Event description:
Clear care plus by (B)(4). Purchased from (B)(6) located with the other eye care solutions, package similar to the eye care solutions which are safe for eyes. I chose this product because it offered a free lens case included. There is no warning on the front of this package that this product is not safe for eyes. I rinsed my contact with the solution, as I have done with many different eye care solutions for 20 plus years and inserted them in my eye. The pain was devastating as if acid had been put in my eye. I have suffered chemical burns, corneal damage which is now permanent. The relevant tests are clear from the overwhelming consumer complaints, as far back as 2010 continued to date, which is still proving to cause permanent damage to consumer's eyes from a eye solution product. Please take this product off the shelves and make it by prescription only to be used with special eye care professional instructions. Just imagine if this was your teenage or college son or daughter, how would any of you feel to leave this product to mingle with all the safe products on the consumers shelves. The warning labels are not enough to prevent permanent damage to consumers eyes. Its not as if this is a dangerous pesticide or a household cleaning product. This product is an eye care solution product, which if not used as should be directed by a professional will cause permanent damage to your eyes. Event abated after use stopped or dose reduced: no.